Event description:
The reporter alleges back to back readings on their professional meter of lo and 138 mg/dl. He alleges treatment was delayed for 10 to 15 mins while they determined the best course of treatment and then treated based upon the lo value. They transported the pt to the hosp. No add'l info on the customer. Return requested and replacement was sent.